Event description:
During troubleshooting for an unrelated alarm, it was found that the home patient (hp) had switched the heater bag and the supply bag. This occurred while the hp was connected. The technical service representative (tsr) explained that the hp would need to end therapy since the setup was now compromised. No patient injury or medical intervention was indicated in association with this report. No additional information is available

Manufacturer narrative:
(B)(4). The device was not available for evaluation. This report was for a use error where the patient switched the heater bag and the supply bag, reusing the same supplies. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies and warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. If additional relevant information becomes available, a supplemental report will be submitted.